Event description:
Hill-rom received a report from a hill-rom tech stating the nurse call would not work. The bed was located in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the communication cable was not connected. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech reconnected the communication cable to resolve the issue. Based on this info, on further action is required.